Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 7 single trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that one of the retaining pins was missing from the assembly. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 single trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that one of the retaining pins was missing from the assembly. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device inspection it was found that one of the retaining pins was missing. A wear pattern was found indicating both pins were previously present. It was determined that the missing pin explains the customer comment, and the front end assembly was replaced to correct the issue. This failure could be indicative of excessive loading, normal wear from repeated use, or due to an overstressing condition as a result of release collar actuation during use.